Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(6) batch: (B)(6)

Event description:
It was reported that patients ipg and lead incisions were not closing, and the cause was unknown. Two rounds of wound care was done.